Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a void greater-than 1 mm in the non-textured side, flat creases, brown particles in the fill channel and one curved opening. A leak test and microscopic analysis were performed which identified: one sharp opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening anterior side assessed as an unidentified tear opening. Additional, corrected, and/or changed data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.